Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a cut in an unspecified location of the homechoice cassette. This was observed during priming of peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the actual device was not available; however two (2) photographs of the sample were provided for evaluation. A review of the returned photographs did not show evidence of the reported problem. Due to the nature of the sample, no further evaluation could be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.